Event description:
It was reported that the user¿s ilet was not displaying glucose levels while using a dexcom g7, and troubleshooting identified that the active g7 sensor had already been paired to the dexcom g7 app and a prior insulin delivery device, which prevented pairing to the ilet due to connection limits. Symptoms included lack of real-time glucose data on the ilet. Outcomes included interruption of automated insulin therapy requiring a new sensor for restoration of cgm connectivity. Investigation included guided device setting review to verify g7 selection, reentry of the four-digit pairing code, and assessment of concurrent pairings across devices. Investigation of this case revealed that the g7 sensor¿s dual-connection limit was reached, resulting in unsuccessful pairing to the ilet and continued absence of cgm values. It was concluded, based on previously established findings for similar reports, that the cause was use-related pairing to multiple devices that exhausted the sensor¿s available connections, necessitating application and pairing of a new g7 sensor to the ilet.